Event description:
It was reported the patient ((B)(6)) received a "battery low, recharge" message the day following the procedure to implant the scs ipg. When the patient attempted to recharge the ipg, he received an error message on his patient programmer. In addition, patient stopped feeling stimulation two days following the implant. The ipg wake up procedure and three additional patient programmers were tried to no avail. The ipg was explanted and replaced. Effective stimulation was restored post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.